Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming system was not working as expected in interrogating vns generators. Field troubleshooting attempts were taken to reseat the existing usb-to-db9 adapter cable, but did not succeed in resolving the issue. The cable was replaced and the programming system was able to interrogate properly. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. No additional pertinent information has been received to date.